Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had random failure to deliver and rewind issues. The customer's blood glucose value was unknown. The customer was reported that the insulin pump had crack and dents in casing, had to adjust the battery. The insulin pump will not be returned for analysis.